Manufacturer narrative:
A user facility reported, "patient had elbow immobilizer on l arm to protect PICC line/dressing. Patient is very contracted and moves frequently. On removal of elbow immobilizer, it was noted that metal rod had dislodged from cloth covering and was digging into patient's underarm causing puncture wound." Deroyal industries, inc. Requested return of the device but it was noted as not available for return. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information becomes available.

Event description:
A user facility reported, "patient had elbow immobilizer on l arm to protect PICC line/dressing. Patient is very contracted and moves frequently. On removal of elbow immobilizer, it was noted that metal rod had dislodged from cloth covering and was digging into patient's underarm causing puncture wound."

Manufacturer narrative:
A user facility reported, "patient had elbow immobilizer on l arm to protect PICC line/dressing. Patient is very contracted and moves frequently. On removal of elbow immobilizer, it was noted that metal rod had dislodged from cloth covering and was digging into patient's underarm causing puncture wound." Deroyal industries, inc. Requested return of the device but it was noted as not available for return. No pictures were available so condition of the product was unable to be confirmed. The device history record (DHR) and process records were reviewed and no issues were found during the review. Quality control inspections on (B)(4) pairs were made over the lot under reference and no issues were found. An inventory check was also performed on 60 pairs and no issues were observed. The risk analysis was reviewed and found to be up to date. No updates were required. A complaint to sales ratio was conducted over the past two years and found to be (B)(4). Root cause: because the sample was unable to be returned and no issues were identified within the production records, no root cause could be determined. Corrective and preventive actions: because the root cause was unable to be determined, no corrective or preventive actions were taken. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.